Event description:
One patient with discrepant vancomycin results. Initial result gave 1.8 ug/ml; repeat gave 17.6 ug/ml. Erroneous result was reported. Patient no adversely affected. Although the exact root cause could not be determined, the field service representative noted sample racks with bent centering fingers and informed customer to use rack inserts to avoid sample tubes from tipping to one side. Also, adjusted the water volume to the rinse wells and the cuvettes. Performance tests were performed which were within specifications.